Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be bone chips introduced into the neuroforamen during the implant installation procedure.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later complained of leg pain. The implants had not breached the neuroforamen, but the surgeon thought that bone chips may have been irritating the nerve. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the superior implant. No other preexisting implants were adjusted or removed. The patient's pain symptoms appear to have resolved following the revision procedure.